Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for an unknown indication. It was reported that the patient experienced bleeding at the impella access site. There were no issues with the procedure and the act/ptt were managed with no problem. Blood products were administered, amount unknown. No further information was provided.